Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Consumer sought medical attention for an infection at the piercing site 5 days later and was prescribed oral antibiotics. 3 days later consumer received a new prescription over the phone. Returned for medical attention 2 days later and was prescribed a different oral antibiotic and was administered an antibiotic injection. Returned to doctor 3 more occasions unitl 2002. Drainage was performed twice and oral antibiotics were continued.